Event description:
It was reported that balloon rupture occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The device was removed and the procedure was completed with no patient complications reported.